Manufacturer narrative:
As received, the device was at normal range of operation. The device was tested on the bench, and the device exhibits normal device characteristics with battery voltage above eri. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device is performed. The patient was discharged.